Manufacturer narrative:
Refers to rolling eyes.

Event description:
It was reported that the patient experienced side effect during reprogramming of her implantable neurostimulator (ins). The patient experienced continuous shocking and at times experienced rolling of her eyes as the rest of her body went "limp". It was further reported that the ins was replaced and no further side effects were observed.